Event description:
On (B)(6) 2011, leica microsystems received a complaint from the pathology department at (B)(6) regarding sub-optimal tissue processing from a protocol(s) run on peloris tissue processor serial number (B)(4), which completed on (B)(6) 2011. On (B)(6) 2011, leica microsystems was also advised by the user facility that all samples from the protocol(s) completed on (B)(6) 2011 from which sub-optimal tissue processing was identified, were able to be reported.

Manufacturer narrative:
Method: investigation of this complaint by leica microsystems is continuing.